Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation will be included in a follow up report upon its completion.

Event description:
A customer reported an epiq 7g ultrasound system¿s monitor detached from the articulation arm assembly. The articulation arm assembly was replaced to repair the system. There was no injury associated with this event.

Manufacturer narrative:
Although the suspect arm was inadvertently discarded, a thorough investigation has been performed to identify the root cause of the reported issue, including a manufacturing evaluation and analysis of the involved monitor arm variant. The engineering team determined the failure resulted from an assembly error causing misaligned screw threads to shear away from a secured position. A design change that involves securing the monitor arm with a tab and slot instead sole reliance on screws has been implemented in (b)(3) 2019 and prevents potential recurrence of this assembly error.

Event description:
A customer reported an epiq 7g ultrasound system¿s monitor detached from the articulation arm assembly. The articulation arm assembly was replaced to repair the system. There was no injury associated with this event.